Event description:
A publication was received indicating that a patient was implanted with an impella rp for support and that a thrombectomy that was performed. Additionally, it was noted the patient had heparin induced thrombocytopenia (hit) while on support, and the purge solution was changed to angiomax. Furthermore, the pump had suction when it was running above p-level p-7. The staff wanted to run at p-8, and it was suggested to give volume to the patient.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the low flow and the thrombocytopenia was unable to be determined as limited clinical details were provided and no product was returned for review. As the necessary information was not provided, the root cause of the thrombus was not determined.